Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, it was reported by the patient that her body is expelling the flexlink cannulas in use, but it is not a adhesive detachment problem. She feels soreness and realize needle is getting out from the insertion site. She was suffering from lipodystrophy and also gluten resistance. According to doctor this could be the reason of fluctuation of glucose level, but she has a strict diet. A lot of glucose level variation are sometimes in hyperglycemia and sometime hypoglycemia. Glucose level was 165 mg/dl and at the time of call it was 130 mg/dl. She also suffer from belly infection due to cannula over a year, doctor given a gel and medication. Daily medication was somalgin cardio 100mg, sinvastatin 100mg, folic acid 5mg, pregabaline, 50mg, dapsona, 50mg, calcium. No further information was available.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 5395708 have already been previously tested in the complaint (B)(4) on 02/may/2024. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. According to roche customer request. Device history record (DHR) review: packaging: the lot 5395708 was manufactured according to the document version 40 on the packing process in the line multivac 07, on 05/aug/2022, with a total of (B)(4) units. Cannula assembly: the lot 5391745 was assembled according to work instruction (wi) version 34 in line 2 on 01 aug 2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jun/2025 against malfunction code soft cannula dislodged from tissue during use and lot 5395708 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.